Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, after 3 months from placement, the internal bolster detached inside patient. The detached portion was not removed, however, replaced with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2019 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block h6 (device codes) problem code 2907 captures the reportable event of internal bolster detached. Block h6 (evaluation conclusion codes): visual examination of the returned device revealed that residues were observed inside the tubing indicating use and handling of the device. The molded internal bolster was detached from the tube and it was not returned for analysis. The that remnants of the molded internal bolster were observed attached at distal end of the tubing, this indicates that the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. The issue occurred post procedure and the damage occurred 3 months after placement, this indicates that the device was properly placed and it was in used for some time without any issues, this indicates that likely the device was received in good conditions, but probably procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. It is most likely that the device was unintentionally pulled during device or stoma cleaning, this could have contributed with the internal bolster detachment. Probably the molded internal bolster was detached as result of tension forces applied to the device during its use, this could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported complaint will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, after 3 months from placement, the internal bolster detached inside patient. The detached portion was not removed, however, replaced with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.